Event description:
During preventative maintenance of the device, the user reported that the splash shield was broken. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.